Manufacturer narrative:
The field technician found the hi/low head cylinder sensor is disconnected and needs calibration. The technician reconnected the sensor and calibrated all of the sensors to repair the bed.

Event description:
Info received indicates the bed will not got into trendelenburg.